Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold measurements six months post implant. Subsequently the physician elected to perform a lead replacement procedure. This lead was explanted and a new lead was successfully implanted. It was noted that the rv lead is not expected to be returned, as the facility disposed of it. No additional adverse patient effects were reported.

Manufacturer narrative:
The rv lead is not expected to be returned, as the facility disposed of it. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.